Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of an abdominal sacral colopexy and cystoscopy, and left salpingo oophorectomy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent cystoscopy with hydrodistention on (B)(6) 2011 due to mesh erosion. (B)(4) ¿urinary problems; undefined recurrence.

Manufacturer narrative:
Date sent to FDA: 1/23/2019. Additional narrative: it was reported that following insertion the patient experienced abdominal pain and hematuria. No additional information was provided.